Event description:
It was reported a revision was performed to replace a broken 4.5 proximal femur plate with nonunion and delayed healing. The initial surgery to treat a femur fracture was on an unknown date in (B)(6) 2014. The revision surgery of the post-operative broken plate was completed on (B)(6) 2014 all hardware was explanted and the plate was replaced with a 4.5mm 95 degree condylar blade plate system. Surgery was successfully completed and all hardware was removed. Patient status outcome reported as "good." An image reading of the two x-rays was conducted by a medical director from this manufacturer. The following was reported: I can confirm that there is a broken plate ¿ but can otherwise make no further comment because the quality of the images is so poor. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date reported only as (B)(6) 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal femur plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.